Manufacturer narrative:
In follow up with a complaint handler on (B)(6) 2020, the customer confirmed that she developed mastitis twice; the first time on (B)(6) 2020 when she was using her freestyle flex breast pump while out of town. The customer indicated that the mastitis was resolved and she was no longer breastfeeding. The customer was requested to follow up with customer service regarding the pump issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer emailed medela llc and alleged that her freestyle flex breast pump was not pumping correctly. She additionally alleged that she had mastitis twice, for which she was prescribed an antibiotic. She indicated that her doctor suggested a "stronger" pump, which she rented, but now she would like to go back to her freestyle flex breast pump.